Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a potential battery issue leading to abnormal pacing impedance measurements in the right ventricular (rv) lead. It was also noted that the rv lead exhibited an abrupt change in impedance measurements, and is now low. The device could not be reprogrammed, and both the device and lead remain in use. No patient complications have been reported as a result of this event.